Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known/provided. D6a: implant date: implant date estimated as implant was reported to have occurred in (B)(6) 2024.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted in (B)(6) 2024. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and a thrombus was observed toward the limbus on the watchman closure device. There were no leaks noted. The patient's oral anticoagulation (oac) medication was increased to warfarin at that time. The patient returned for another follow up and it was noted that the thrombus on the device had grown, even after increasing the oac (warfarin) medication. The physician had suspected that there was an infection, however blood cultures were negative. The physician is planning on removing the thrombus endovascularly using a suction device and a sentinel cerebral protection system, however the procedure has not yet been scheduled. The patient was discharged.